Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
The customer reported as part of a focus survey: a visible hole near the catheter wings 120 days after insertion. Patient receiving oncology treatment (epirubicin, cyklofosfamid, dosetaxel) through the PICC. Patient was in the hospital when the leak occurred. PICC was inserted via the basilic vein to the 0cm depth mark, total length 41cm and 1cm external to the patient. Catheter locked with caresite and secured with bd statlock. Catheter dressed straight along patient's arm. PICC maintained with flushing for patency and dressing changes. PICC cleaned with chlorhexidine poured from a bottle. Patient or caregiver performed catheter maintenance while at home with the PICC. Unknown what types of physical activities patient was participating in at home. Catheter has been used for CT scans, unknown if xray imaging is available. Catheter has not had occlusions during implant duration. No other information was provided.